Event description:
It was reported that the patient underwent a da vinci-assisted right hemicolectomy procedure on (B)(6) 2023. The surgeon reported that the robotic procedure was uneventful and was completed with no intraoperative complications. Approximately 7 days later the patient experienced increased abdominal pain and rising creatinine levels. The patient was taken to the operating room and a staple line leak was found. The patient expired a couple days later. The surgeon reported that the patient's vital signs and pre-operative laboratory values were normal. The robotic procedure was smooth with no complications. When the patient developed increased abdominal pain, computerized tomography (CT) showed more than expected free air and very little free fluid. The patient was returned to the operating room on (B)(6) 2023 for open exploration and repair, where a staple line break down was found. The surgeon reported that "it did not appear as a typical leak. It looked like the staples just fell out and the defect was about 3cm. The surrounding bowel appeared normal visually and the pathology report documents serositis but no ischemia. The ends of both the colon and small bowel staple lines were intact, and the common enterotomy that was sutured also appeared intact. The defect was on the antimesenteric common channel staple line. It would have been easily visible in the operating room during the initial operation and it looked totally normal then." The surgeon reported that the stapler might have contributed to the event as the defect was so large and there was no obvious ischemia, so she was not sure why it would have "fallen apart". It was confirmed that the stapler did not misfire during the robotic surgery, and the robotic procedure was completed with no patient issues, no device issues or alarms. One day after the second surgery, the patient's creatinine level went up and the urine output went down. The patient's family elected to initiate comfort measures only status and the patient subsequently expired three days later on (B)(6) 2023. The cause of death was documented as colon polyp and renal failure as a result of anastomotic leak after a right hemicolectomy.

Manufacturer narrative:
Based on the current information provided, the cause of the reported post-operative staple dislodgement and resultant anastomotic leak cannot be determined. There was no report of any issues with the da vinci system or any instruments or accessories during the robotic procedure. A system log review was performed and no relevant errors were observed during this procedure. An advanced system log review showed a sureform stapler instrument was installed on the system 4 times and fired 4 reloads (1 white, followed by 3 blue). On each install, the first clamp attempt was successful and each firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors present in the master supervisory controller logs. A review of the event performed by an isi medical officer noted that the patient had a colon resection and a staple line failed after several days. It was concluded that based on the information in the summary of events, inadequate information is available to ascertain if any intuitive surgical products or instruments contributed to this catastrophic event. Potential causes of staple line failure include many possibilities. Such possibilities include - but are not limited to - ischemia, infection, or underlying patient disease plus technical issues such as tension, an inadequate or incomplete staple line, or inadequate closure of the enterotomy where the stapler was placed. Based on the information in the summary of events, inadequate information is available to ascertain if any intuitive surgical products or instruments contributed to this catastrophic event. A photo of the resected portion of colon from the second surgery with the suture line defect was received. Review of the photo noted that the image shows stapled bowel with an opening that has some fully formed staples and some indeterminately formed staples embedded in tissue. With this image alone, we are unable to determine the root cause of this issue. This event is being reported due to the following conclusion: the patient underwent an uneventful da vinci-assisted right hemicolectomy procedure on (B)(6) 2023. On post-operative day 8 the patient experienced abdominal pain and elevated creatinine levels; a CT showed free air with very little fluid. The patient was brought back to the or that day, where open exploration found a 3cm defect in a staple line. The next day the patient's creatinine level increased, and urine output was low. The patient's family initiated comfort measures only, and the patient subsequently expired on (B)(6) 2023. The cause of death was colon polyp and renal failure as a result of anastomotic leak following a right hemicolectomy. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.